Event description:
It was reported when drilling the 4 anti rotational pegs, the drill caught the plate and binded to the plate. After trying to remove the drill, the drill bit broke off in the drill hole in the plate. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42539907522 - keel size f right tibial sizing plate - 66748759. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - drill. Visual inspection of the returned 0a keel tibial peg drill lot 66995235 exhibits signs of use (wear), confirming complaint is fractured. Not all pieces returned. Performed dimensional analysis and the results were within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint confirmed following analysis of the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.